Event description:
The device was used during a laparoscopic colon resection. Reportedly, the cartridge disengaged into the pt's cavity and the device was difficult to close. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.